Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the left ventricular (lv) lead "may not have been implanted right in the past and wasn't working correctly". The lv lead was capped, and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.